Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the keypad buttons were not working well. This report is made based on the allegation of the button keypad issue.

Manufacturer narrative:
Follow up #1 submitted: 07/09/2013 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, the contrast button had intermittent response and required multiple presses with increased force to evoke a response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.